Event description:
Subsequent to previously filed report, additional information was received: it was reported that suture placement in the right common femoral artery was achieved with a proglide device using the pre-close technique via an 8f sheath prior to a percutaneous coronary intervention (pci). Reportedly, after the first suture was successfully placed, a second proglide was attempted. The proglide plunger would not click or deploy. Vessel access was lost. There was excessive bleeding from the access site due to heparin for the high risk pci patient. Six hours of manual arterial compression, followed by a femostop, achieved hemostasis. The pci procedure was completed with another access site. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿plunger would not click or deploy¿ was not confirmed. Loss of femoral access could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: describe event or problem h6: medical device problem code - 1562 removed.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a proglide device using the pre-close technique via an 8f sheath prior to a percutaneous coronary intervention. Reportedly, after the first suture was successfully placed, a second proglide was attempted. The suture broke inside the device. The procedure was completed and six hours of manual arterial compression followed by a femostop achieved hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.